Event description:
The customer complained that the right hand intermediate siderail will not latch at all.

Manufacturer narrative:
The tech installed a siderail latch kit, which resolved the issue. The bed is operating normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.